Manufacturer narrative:
Insulin pump act button did not respond due to corroded keypad trace. No button error alarm noted. Insulin pump received with minor cracked display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 200 mg/dl. The customer stated that they noticed there was an extra large crack in the insulin pump, the backlight was not working, and the buttons were unresponsive. The customer stated that the device might have been exposed to sweat. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.